Manufacturer narrative:
Corrected data: g1 (establishment name).

Event description:
Information was received via the remake report in (B)(4) that a remake of the appliance was requested as it fit loose. It was additionally noted that the hardware on the side is bent and the screws fell out at night. No additional information has been provided.

Manufacturer narrative:
The device is not available for analysis. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. (B)(4). Manufacturer reference: (B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results. The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. Refer to CAPA 24-007 and hhe 2024-001 for the root cause. Manufacturer reference: (B)(4).